Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that for quite a long time, they stopped using the ins and the ins hasn't been charged because it was not effective and was not helping with their pain. Pt mentioned they needed to have an MRI and the last time they had an MRI, they had problems with the ins. Pt said the ins was shocking them during MRI. Agent reviewed MRI mode. Pt mentioned they just started charging the controller for about 10 minutes ago. Agent had pt continue to charge the controller until full and call back if they need further assistance recharging the ins and putting the device on MRI mode.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.